Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. They were unable to verify the no delivery alarm and perform the excessive no delivery test due to there being no button response. The insulin pump was received with a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 196 mg/dl at the time of the incident. Customer stated that he changed the set and tried to reset. Customer stated that the keypad as not working. Customer reported that he would push act, b, and esc buttons and they would not work. However, in a couple of minutes, it would start working again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that the no delivery alarm was resolved by a complete set change. Customer's blood glucose was 201 mg/dl at the time of the incident and customer does not want to return the set or reservoir for analysis.